Event description:
On 06/06/2000, the facility's o.r. Materials manager informed the distributor's sales representative via voice mail message of the following: the device was explanted in 2000. On 06/06/2000, the distributor's sales representative went to the facility to obtain the device for return to the manufacturer (MFR) for analysis. The facility's o.r. Materials manager informed him that the pt was brought into the o.r. For repositioning of the device, the device was split in two (2) pieces after the pt was opened and as a result, the device was replaced. On 06/14/2000, the distributor's sale representative and the MFR's manager went to the facility and met with o.r. Scrub nurse present at the time of the explant procedure. The scrub nurse confirmed the fact that the surgeon was able to easily remove the retaining ring upon opening the pt. On 06/15/2000, the distributor's sales representative spoke with the surgeon. The surgeon stated the device was originally placed for infusion of antibiotics to treat an infected knee. After implant and before the explant, the pt went to another facility for a total knee procedure performed by another surgeon. The surgeon stated that the surgeon assumed the staff at that facility "probably" accessed the device during the pt's hospital stay. In addition, the pt was being cared for in pt's home by a local visiting nurse association. The pt was presented to the o.r. On 06/03/2000, with swelling and pain in the pectal and shoulder area. The surgeon opened the pt and attempted to access the device, but noticed "leaking" from the horizontal seam of the device body. The outlet stem was not occluded. He was able to separate the retaining ring (with septum) from the base of the device with little effort. The device catheter was left in place and the device body was replaced with another MFR's device body. No further details were provided.